Event description:
The user reported that during femoral access for a percutaneous coronary interventional procedure, the catheter kinked inside the pt while advancing the catheter toward the aorta. The device was withdrawn from the pt without incident. A second similar device was used and it kinked outside of the pt while advancing toward the aorta. The user has not provided any add'l info. No harm or injury was reported.

Manufacturer narrative:
Device eval: one used suspect device was returned for eval. A review of the device history record did not reveal any exemption documents. The complaint database was reviewed and found no similar complaints for this lot number. A visual inspection of the device revealed five kinks at approx 9.6 cm, 26.8 cm, 47.6 cm, 51.9 cm, 86.6 cm from the strain relief. There was one twisted and flattened area on the catheter 42.5 cm to 43.85 cm from the distal end of the strain relief, one at 57.1 cm that was 5 mm long, another flattened area at 72.1 cm that was 1 cm in length. No add'l damage noted from inspection of the returned device. It is unk if the pt had tortuous anatomy or what damage occurred inside the pt or outside of the pt. Merit is unable to determine the exact root cause of the flattened, twisted, and kinked areas on the catheter shaft. Method: process eval.